Event description:
Patient went to CT at 21:15, returned at 22:20. No events, placed on ac (assist control) settings o2 - 30%, tidal volume - 350, respiratory rate - 12 and peep - 5. At 01:00 patient's vent started alarming low minute volume (mv) - respiratory therapy (rt) was paged. Rt to bedside, suctioned the patient and could not get minute volumes up, therefore changed settings to pressure controlled - 32/5 at 30%. Md aware. X-ray scan completed - within normal limits, no changes. Arterial blood gases drawn at 02:20 showed critical ph of 7.64, co2 - 22.8. Rt and md at bedside. Patient then placed on ac settings and patient with low mv volumes again. Then patient vent screen reading "leakage". Rt thoroughly investigated vent, and decided to switch to new vent. New vent placed on patient, placed on ac settings with mv volume returning to normal.